Event description:
Customer reported that she had received 14 no delivery alarms and that the issue was not resolved by changing the insulin, the reservoir, the infusion set, the battery or the site area. The blood glucose reading was 144 mg/dl. Customer reported that she had tried different cannula lengths and that the insulin is not expired or denatured. She stated that she rotated sites as recommended and that she follows insertion protocol. The tubing was not bent or kinked. Nothing further was reported.

Manufacturer narrative:
The insulin pump functioned properly during the prime, excessive no delivery alarm and displacement tests. No excessive no delivery alarms were noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.